Event description:
It was reported that with the pt's last pump, the "catheter fell down her spine". It was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.